Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specification. Attempts to acquire info required for this form were made by gore. Please note add'l device implanted: pxt261416/03503647.

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt was lost on follow up for a few years. In (B)(6) 2010, CT showed aneurysm growth with no evident endoleaks. Aneurysm growth was 1.1 cm the pt declined an intervention. On (B)(6) 2011, the pt presented emergently to the emergency room. Angiography showed a possible type ii endoleak at the lumbars. Two gore excluder aaa endoprosthesis aortic extender components were implanted. The rupture was repaired. The aneurysm was excluded. The pt tolerated the procedure.